Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2302401 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon removal, a chunk of sealant was still attached to the advancer tube of a 6/7f mynx grip vascular closure device (vcd). The sealant stuck to the advancer tube distal tip. Hemostasis was achieved via manual pressure that was held for an additional 3 minutes. There were no reports of patient injury. The issue was discovered upon removal of the advancer tube. The mynx grip vcd was used in a diagnostic left heart cardiac catheterization procedure. The procedure used retrograde approach. The deployer was trained and certified in the use of the mynx device. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or calcification of the puncture site. The patient recovered well. The device storage temperature did not exceed 25 °c. The sealant stuck to the advancer tube distal tip. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. The sealant was not wedged between balloon and advancer tube. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h4, h6, and h10. Date of manufacturer was updated to 24-jan-2023. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3, h6, and h10. As reported, upon removal, a chunk of sealant was still attached to the advancer tube of a 6/7f mynx grip vascular closure device (vcd). The sealant stuck to the advancer tube¿s distal tip. Hemostasis was achieved via manual pressure that was held for an additional 3 minutes. There were no reports of patient injury. The issue was discovered upon removal of the advancer tube. The mynxgrip vcd was used in a diagnostic left heart cardiac catheterization procedure. The procedure used a retrograde approach. The deployer was trained and certified in the use of the mynx device. The femoral artery¿s suitability was verified on angiography/venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or calcification of the puncture site. The patient recovered well. The device storage temperature did not exceed 25 °c. The sealant stuck to the advancer tube distal tip. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. The sealant was not wedged between balloon and advancer tube. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was not engaged to the black handle, and the catheter was inserted inside an unknown non-cordis sheath. The unit was fully deployed, and the sealant and the advancer tube were not returned for analysis. The syringe was connected to the device with the stopcock opened, and the balloon was not inflated. The slit presence in the outer cartridge was confirmed. No other outstanding detail were observed. The product history record (phr) review of lot f2302401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were not received. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the sealant sticking to the advancer tube during removal from the patient. However, handling factors (such as over-tamping) are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the phr, nor the product analysis or information available for review suggest a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.